Manufacturer narrative:
Device evaluation ((B)(6) 2021): the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. The pumps expulsor was replaced in order to bring the delivery into more nominal of a range. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump failed the volume test (21.58,21.39, 21.29). No adverse patient effects were reported.